Manufacturer narrative:
Section a2 (date of birth), a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative examination, the patient had a hyperopic refractive outcome of +1.0 -0.25 145. Visual acuity with correction (vcc) 1.0/ visual acuity without correction (vsc) far 0.63 and vsc 0.5 for near. The intraocular lens (iol) remains fully implanted within the right eye. Through follow-up, we learned that the iol was implanted on (B)(6) 2023. During the surgery a capsule rupture occurred and a vitrectomy was performed. The post-operative distance visual acuity on (B)(6) was 0.6 and 0.5 was the reading for near visual acuity. Account indicated that the patient does not have any restrictions to perform her job. Patient will be re-evaluated in two (2) months. No further information was provided.